Manufacturer narrative:
(B)(4) it was reported that the physician could no longer deflect the catheter. Upon receipt, the catheter was visually inspected and it was found that rings 1, 3 and 4 were damaged. This condition was not originally reported on the complaint. It is unknown how the rings were damaged. Catheter outer diameters were measured and device was within specifications. Per then reported event, a deflection and contraction tests were performed and the catheter passed both. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint cannot be confirmed. In addition, a corrective action has been opened to address and resolve this ring damaged issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reportable that during a procedure, it was noted that they could deflect the lasso catheter. The case was completed by changing the catheter without any patient consequence. Upon receiving the product in biosense webster lab on (B)(6) 2014, it was noticed that rings #1, #3, and #4 are lifted with sharp edges, making this event reportable. The customer verified that this issue was not noticed prior to return the catheter.